Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/29/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent a laparoscopic hysteropexy procedure on unknown date and the suture was used to transfix the two arms of the bifurcated polypropylene type-1 monofilament macroporous nonabsorbable mesh anterior to the cervix, which, prior to sacral fixation, was wrapped around the cervix, via the broad ligament windows created. There were no major intraoperative complications. During the first year follow up, the patient possibly experienced recurrent apical prolapse and underwent a further apical operation in the form of laparoscopic plication of the mesh or cervical amputation, subsequent vaginal repair or was booked for vaginal repair. It was also reported that the patient experienced blood loss and lower -postoperative pain. Additional information has been requested.